Event description:
The physician was rounding the neuron delivery catheter 053 for preparation in a saline bath on the back table. At this point, he realized the distal part of the neuron was broken and only connected by a thin filament.

Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.